Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2007 and mesh was implanted. The patient experienced pain, erosion of internal tissues, and has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
Date sent to the FDA: 05/27/2016.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure and mesh was implanted along with concurrent cystoscopy and total hysterectomy due to uterovaginal prolapse, pop-q stage 3, and genuine sui. It was reported that patient underwent surgery for sling release, and cystoscopy on (B)(6) 2007 due to urinary retention. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.